Event description:
Vent data screen shut down. Patient still ventilated. Respiratory therapist with patient placed patient on a new vent. Equipment with nonfunctional screen taken out of service and sent to biomed.